Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that silicone foley catheters had been having problems with the urine staying in the catheter itself. Multiple incidents were reported where the urine stays above the connection point and even with repositioning the patient the urine is resistant to flowing downward toward the bag. The aides had begun doing a milking motion which helps the urine begin to flow properly. User did a quick search and found a situation called an "airlock", which seems to describe what they were experiencing there.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that silicone foley catheters had been having problems with the urine staying in the catheter itself. Multiple incidents were reported where the urine stays above the connection point and even with repositioning the patient the urine is resistant to flowing downward toward the bag. The aides had begun doing a milking motion which helps the urine begin to flow properly. User did a quick search and found a situation called an "airlock", which seems to describe what they were experiencing there.